Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant attempt, the helix would not extend even after twenty rotations. The physician repeated theattempt three times and the helix still would not extend. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary -the lead was returned and analyzed and no anomalies were found. However, the distal helix was distorted/bent. The distal electrode was covered in blood. There was apparent implant damage. (B)(4).